Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was damaged as the user injected water into it during a pretest. Per additional information: there were no missing pieces from the balloon of the catheter.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported issue was confirmed. Per visual evaluation, it was noted that the balloon had a burst. No pieces were missing. The dimensional evaluation of active length shows that the catheter was manufactured within the specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use"

Event description:
It was reported that the balloon was damaged as the user injected water into it during a pretest. Per additional information: there were no missing pieces from the balloon of the catheter.